Event description:
It was reported that the 9600 system c-arm will not boot or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the s-ram. S-ram was replaced. The system was tested and found to be working as intended and placed back into service.